Event description:
Catheter leaking. Upon inspection found the catheter completely disattached from hub. The catheter extended approx 1/4" from vein and was removed intact. No pt injury but had potential for injury.